Event description:
A medwatch was received stating "the coagulation button on the cautery pencil did not release after use". The customer was contracted: the pt was burned slightly on the leg from the cautery pencil. No treatment was necessary.